Event description:
It was reported that the patient¿s first implant went bad and it had to be replaced. The patient had a hysterectomy in (B)(6) 2011 and sometime during the year 2012 their first implant went bad. They had it replaced in 2013 and that was the implant they currently had implanted. The patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v814697, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient.